Event description:
While using a byte night aligners, patient has experienced increase in cavities requiring them to have to have a root canal. Patient discontinuing treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.